Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed on the same day as enrollment. It was reported that the closure device did not seal. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes of windsock morphology with an ostium diameter of 26mm and length of 32mm. Heparin was administered prior to the index procedure. An laa closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted with a complete laa seal and deployed device diameter of 26mm. The patient was discharged home the same day post procedure on apixaban. Event summary: on 03 january 2024, the patient presented to their protocol scheduled 45-day follow-up visit. On the same day, tee was performed, and the assessment revealed that the closure device position in the laa was at the ostium with a plane of maximum diameter noted to be within 2mm of the desired ostial plane. The largest residual jet size around the closure device was 3mm. On (B)(6) 2024, the patient was held on apixaban due to the tee procedure, however, the patient was restarted on apixaban on (B)(6) 2024 in response to the findings.